Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an unknown alarm indicating a bolus delivery failure occurred. Tandem technical support was unable to confirm the alarm in pump history, however, did confirm that a bolus was delivered. Pump data was unable for review. Multiple follow-up attempts were made by tandem technical support to complete troubleshooting; however, no response was received.